Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part# 07.702.016s, lot # 3a53572, manufacturing site: werk selzach logistik, supplier : (B)(4), release to warehouse date: 03 jan 2023, expiration date: 01 jan 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed successfully.

Event description:
It was reported that the patient was admitted to the hospital due to chest and back pain and discomfort caused by a fall for 5 days. Patient was diagnosed with thoracic vertebral fracture t6. Surgeon performed chest 6pvp+biopsy under local anesthesia on (B)(6) 2024. After the surgery, the patient's chest and back pain slightly improved, but did not reach the general relief level of the surgery. Our department continued to administer flurbiprofen axetil injection (5ml: 50mg) 75mg intravenous drip qd analgesia and other treatments, and the patient's pain gradually improved. Postoperative re examination of thoracic x-ray revealed that bone cement had leaked into the local spinal canal, and the bone cement imaging was poor. Cement was prepared according to the specifications of operation manual. The mixing time is approximately 20-30 seconds and the time between mixing and setting is approximately 25 minutes. Patient need to follow up regularly to observe the relief of pain and the presence of secondary neurological damage. Patient outcome is reported as stable.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. G4: device is not distributed in the united states but is similar to device marketed in the USA.